Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the basilar artery stenosis case, physician used a balloon to dilate and then prepared and delivered the subject stent to deploy. However, resistance was encountered and the subject stent could not be deployed after several attempts. During this procedure, the proximal of delivery pole of the subject stent was fractured. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Event description:
It was reported that during the basilar artery stenosis case, physician used a balloon to dilate and then prepared and delivered the subject stent to deploy. However, resistance was encountered and the subject stent could not be deployed after several attempts. During this procedure, the proximal of delivery pole of the subject stent was fractured. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. Visual/microscopic inspection: the stent stabilizer was found to be broken/fractured. The stent delivery catheter was found to be kinked/bent. The stent was returned in its pre deployed state. The stent was found to be intact . The stent stabilizer was found to be kinked/bent. Functional inspection: stent failed/unable to deploy, stent stabilizer friction functional test ¿ fail. The stent could not be deployed due to significant friction. The stent was pulled out from the distal end of the stent delivery catheter. The stent stabilizer could not be removed from the stent delivery catheter. Stent stabilizer broken/fractured inside patient ¿ n/a. Confirmed during visual inspection. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported events were confirmed during the analysis. The device did not meet specifications when received for complaint investigation based on visual inspection. The product was returned, and the as analyzed code listed in the below product problem code(s) grid was found. Additional information received indicated that the device was prepared for use as per the directions for use, the device was confirmed to be in good condition prior to use on the patient, continuous flush was set up and maintained and the patients anatomy was described as 'moderately tortuous'. The device was analyzed and the stent delivery catheter was found to kinked/bent. The stent stabilizer was found to be broken/fractured. These defects caused friction between the stent stabilizer and stent delivery catheter and deployment failure during the functional tests. It is probable that the moderately tortuous anatomy may have caused the damages noted to the device and reported events during use. An assignable cause of procedural factors will be assigned to - stent stabilizer broken/fractured during use, stent stabilizer friction, and - stent failed/unable to deploy, and to the - stent delivery catheter kinked/bent, as the issues are associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.